Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma resulting in swelling at the implant site. Subsequently, the patient was treated with oral antibiotics (date not reported). The implanted device remains.